Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g2, g3, g6, h2, h3, h6 (health effect ¿ clinical code,type of investigation,investigation findings, component code, medical device ¿ problem code, investigation conclusions). The fse that encountered the issue fitted helium tubing replacements and connectors, but the unit was still leaking helium. The manifold assembly had been previously replaced by another engineer, but it could not be determined where the leak was. In addition, the unit was not charging and a power-up test fails # 8 was observed. The fse stated that a power management board will be required. Despite good faith efforts (gfes), no additional information has been received. The status of the iabp is unknown. If any pertinent information becomes available in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported during regular pm that cardiosave intra-aortic balloon pump (iabp) failed on the drive manifold test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- g2, e1 (event site telephone)-due to character limitation, below field are added from e1- event site telephone- (B)(6).